Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. Their trial started on (B)(6) 2026. It was reported that they accidentally cut their leads yesterday when they got home after the procedure. The cause of the issue was known. They were under anesthesia and didn't know what they were doing they said. Their patient representative was able to report it to the doctor's office and will be back on (B)(6) to start with phase 2 with their test. The agent advised to contact their doctor if symptoms persist. The issue was not resolved and was ongoing.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2026, product type: lead, product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2026 product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that they didn't know what steps were or would be taken to resolve to cut leads. It was unknown if the issue was resolved and no and no further action would be taken.